Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted support regarding a perceived alert and difficulty viewing the most recent glucose readings on the ilet report; the note in question was a key description, and the delayed data visibility was explained as normal automatic syncing with an available manual sync option. The user had a recent elevated glucose value of 196 mg/dl, which was associated with a missed meal announcement; education on meal announcements and report syncing was provided, and no alerts or alarms occurred. Symptoms included hyperglycemia without reported adverse effects. Outcomes included no hospitalization, no medical intervention beyond troubleshooting, and continued monitoring. Investigation included user interview, review of device use, and troubleshooting of data syncing and meal announcement workflow. Investigation of this case revealed normal device function with user error related to a missed meal announcement contributing to hyperglycemia, and no device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with use of device by untrained or inadequately trained user and failure to follow instructions.